Event description:
It was reported that the stimulator did not work out; therefore, a pump was put in. The lines kept moving. It was confirmed that the leads moved and it was unknown when it happened. The stimulator was taken out in 2009. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 377745, lot # v013307, implanted: (B)(6) 2006, explanted: (B)(6) 2009, product type lead; product ID 377760, lot # v006389, implanted: (B)(6) 2007, explanted: (B)(6) 2009, product type lead; product ID 377760, lot # v006389, implanted: (B)(6) 2006, explanted: (B)(6) 2009, product type lead; product ID 355029, lot # n057230, implanted: (B)(6) 2007, explanted: (B)(6) 2009, product type accessory; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2009, product type lead; product ID 37752, serial # (B)(4), implanted: (B)(6) 2006, product type recharger; product ID 37742, serial # (B)(4), implanted: (B)(6) 2006, product type programmer, patient; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2009, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2009, product type extension. (B)(4).